Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 460 mg/dl, felt ill and was vomiting; the cause was unknown, however the customer took additional medicine unrelated to diabetes that may have contributed to the vomiting. The customer was instructed to consult with their healthcare provider regarding bg level.